Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros xt 7600 system. A definitive assignable cause of the event could not be determined. However, the most likely cause of the event is a sample related issue. A review of the affected sample determined there was sample debris present in the sample which likely was the cause of the higher than expected, non-reproducible vitros tropi es result. Additionally, it is unknown if the customer was following the sample collection device manufacturer's recommendation for sample centrifugation and improper pre-analytical sample processing cannot be ruled out as contributing to the event. Multiple vitros tropi es precision tests were performed on the vitros xt 7600 system with the results of one of the tests being outside of acceptable guidelines while the results of the other tests were within acceptable guidelines. An ortho field engineer went on site and performed service actions on the instrument which included rebuilding the microwell incubator shuttle and cleaning contamination found within the microwell incubator. Therefore, an instrument related issue cannot be confirmed nor ruled out as a contributing factor of the event. Based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 6040. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es reagent lot 6040.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros xt 7600 system. Patient sample result of 323.5 ng/l vs. The expected result of 15.4 ng/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tropi es result was reported outside of the laboratory, however; no treatment was given, changed, or withheld based on the reported result. A corrected report was issued and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 611729.